Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center had stop producing an image during a diagnostic colonoscopy procedure. There were no error messages as a result of this event. The procedure was not prolonged. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no abnormality in the appearance of the device and all input/output connector, and printed circuit board components appear to be intact. The processor was then checked with other test equipment including a light source, a videoscope cable, and test endoscopes. The processor recognized each scope and displayed normal color images on all input video signals. The images appeared to be stable during burn-in testing for 6 hours, no flickering or any abnormality was observed. The processor passed the functional inspection. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.